Event description:
The customer reported that approx 2 weeks after a radio frequency ablation procedure, the pt died. The procedure was performed in 2009, for lung cancer using an actc1525 (cluster electrode) and an act1520 to treat two lesions, one lateral using the act1520 and one medial towards the hilum using the actc1525. The cause of death was not reported and as of date of initial report, no autopsy report had been released.

Manufacturer narrative:
Date of initial report: 09/10/2009. The hand pieces have been disposed of since the incident occurred 2 weeks post-operatively. Additional questions in regard to the incident, including a request for the autopsy report or cause of death, have also been asked. If additional info pertinent to the incident is obtained, a follow-up report will be submitted.